Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. Per the complainant, the distal radiopaque marker detached from the balloon in the common bile duct (cbd), while performing a sweep for stones. It was noted the marker was swept out of the cbd and will pass naturally. The procedure was successfully completed with this device as the balloon performed as intended. There has been no report of complications or injury to the patient due to this event. Post procedure the patient's condition was reported as fine.

Manufacturer narrative:
(B)(4) expected to pass via normal peristalsis. The complainant indicated that the device will not be returned for evaluation it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).